Event description:
End user stated that their m94 power chair came to a dead stop while going up his 22 foot ramp, throwing him out of the chair. States when he hit the ground he cut up his legs a little bit but no attention was needed.